Event description:
Esrd pt with left forearm av graft thrombosis: to cath lab for thrombectomy, guide wire in pace; catheter inserted. A 9mm balloon advanced into sheath and sheath broke erose. A 6 french sheath was switched to the 8 french sheath and the remaining part of the sheath was retracted to the 8 french sheath catheter. After this, the physician proceeded with the stent placement without problems.